Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "t2 tibial nail mounted incorrectly on jig and implanted incorrectly into patient. No revision surgery is planned as fracture has reduced and healing".

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Nonetheless, based on the information provided, it could be determined that the reported incident was caused by incorrect assembly of the devices. Hcp most probably failed to properly follow the steps and indications from the surgical technique. "T2 tibial nail mounted incorrectly on jig and implanted incorrectly into patient." However, it is not known whether this incorrect use was intentional or whether it was due to a lack of knowledge of the device. As a reminder, the instructions for use clearly state that: "the licensed healthcare professional and operating room team must be thoroughly familiar with the system. Complete information and labeling on these subjects must be readily available at the workplace. Only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "t2 tibial nail mounted incorrectly on jig and implanted incorrectly into patient. No revision surgery is planned as fracture has reduced and healing."